Manufacturer narrative:
Upon receipt, the lead under complaint was torn off approx. 7.5 cm distal to the is-1 connector pin. All fragments were received for analysis. It is reasonable to assume that the lead was torn off during the explantation procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. In addition, along the lead body several residuals of silicone glue were observed which originated most likely from a repair kit. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to the patient having tamponade. Should additional information become available, this file will be updated.